Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said in the last couple of days, it had been slower to recharge their ins and then last night while charging, the rtm got real hot. Pt said it had been about 15-20 minutes charging before they moved and felt the relay box along the rtm against their leg and it was hot. Pt said ever since it got hot, they try to plug the rtm into the controller and the controller goes blank then doesn't do anything. Pt took the battery out of the controller to reset and then gets a message saying the battery is dead and will not recharge. Pt said last night they tried to charge again, they got the ins to about 30% and then the controller went blank again and had been blank ever since.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), h3: the 97755 recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.